Event description:
The customer took their reading at 9:20am, patient had not had breakfast, patient interpreted the result as 8.8 mmol/l, patient thought that this reading was ok and did not take any action such as eating breakfast or taking any extra medication. After two hours their spouse could see that patient was not well and spouse called the paramedics and they came out, they asked if patient was a diabetic and concluded patient was having a hypoglycemic event. When the paramedics tested patient's blood with their meter the reading was 1. Something mmol/l, (spouse could not remember the exact reading or the make of the meter). They gave patient some orange juice with some added sugar and their blood reading went up to 3.something mmol/l and then they gave more juice with sugar and their blood then went up to above 5 mmol/l, the paramedics left at this point, customer did not go to hospital. When customer called lifescan it was determined that their meter was reading in mg/dl and the result of 88mg/dl had been interpreted as 8.8mmol/l. They only had the meter a couple of months and customer thinks the unit of measurement may have been changed when trying to enter a new code number.